Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led to the patient¿s device not doing them a lot of good and not helping was they stated ¿it did work for quite a while, but then it just wouldn¿t do them any good¿. They stated that the pain was in a different spot. The patient indicated that they had the device and that they would return it to the (B)(6) when they go there. It was reported that the patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported the patient had back surgery on (B)(6) 2018, and patient just told healthcare provider to remove device as it was not doing him any good, device was not helping. Patient stated the device wasn¿t doing much good. No further complication and events were reported.